Event description:
The facility reports the pt was prevented from slipping out of the sling and was lowered to the floor by the assistant, resulting in the pt suffering a dislocated hip. The hoist has been taken out of use pending inspection.